Event description:
High lead impedance was observed during a patient's appointment on (B)(6) 2012. The neurologist disabled the patient's device as a result. It was reported that x-rays would be taken, and if necessary, the patient would be referred for surgery. The patient recently had generator replacement on (B)(6) 2012, and the diagnostics following surgery were reportedly all okay. There was no patient trauma or manipulation suspected. It was later reported that the patient had exploratory surgery on (B)(6) 2012 in which the lead pin was inserted into the generator connector block which resolved the high impedance. Attempts for generator product information and additional information regarding the high impedance have been unsuccessful to date.

Event description:
Follow up with the referring physician's office was performed. X-rays were taken for the high impedance prior to exploratory surgery, however it was believed that these will not be sent to the manufacturer for review. The high impedance was first observed on (B)(6) 2012, which was the first visit after generator replacement surgery on (B)(6) 2012. The generator product information was not provided.

Event description:
The implant card was received which confirmed that the lead impedance following prophylactic generator replacement on (B)(6) 2012 was okay. The generator product information was provided on the implant card.

Manufacturer narrative:
Device functionality was restored following reinsertion of the lead pin. It is likely the lead pin was recently making no or intermittent contact with the generator header due to user error of the lead pin not being fully inserted following generator replacement, causing the high impedance. After reinsertion of the lead pin, contact with the generator header was restored.

Manufacturer narrative:
Suspect device brand name, corrected data: additional information was received which provided the generator product information. The information was unknown at the time of the previous reports. Suspect medical device model #, serial #, lot #, expiration date, corrected data: additional information was received which provided the generator product information. The information was unknown at the time of the previous reports. Device manufacture date, corrected data: additional information was received which provided the generator product information. The information was unknown at the time of the previous reports.